Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# nld159036n implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# nlh073996n implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: nld159036n, ubd: , UDI#: due to the patient having multiple implants, it was unknown which implant was being used with the controller brand name intellis; product ID 97715 (serial: nme714835h) implant date: 2018-06-27 brand name intellis; product ID 97715 (serial: nme710215h) implant date: 2018-05-25 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that for about the past 3 months, they have been having issues with their upper implant charging. Patient has two implants, and the upper implant was not charging properly. Patient stated that it takes a long time to charge. When patient called in, they were charging their implant and they stated they had been charging for 4 hours, and the battery level did not change. Patients implant battery stayed at 50%, and would not charge further, so patient disconnected rtm and plugged it back in, and then it jumped up to 90%. Patient stated that the implant doesn't increment, and that the controller will say finished when the implant is not 100% charged and patient described that they saw a yellow controller light. Patient also stated that the implant has always been hard to charge. Patient did not see any visible damage to the equipment. Patient confirmed that the recharger paddle was warm, but not hot, so they were not concerned. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient mentioned unrelated medical information. Patient mentioned they have ms, and were on opiates for years. Patient called back and stated the previous agent rushed to get off the phone and wasn't sure if the call was finished. Agent reassured patient that the previous agent had all the information they needed. Patient was escalated and wanted to make sure their issue was being addressed. Patient repeated they had to unplug the recharger every once in awhile and plug it back in otherwise the implant doesn't increase in battery. Agent tried to reassure patient that their issue was being addressed through a controller replacement and to monitor the issue once using the replacement controller. Patient was dissatisfied and disconnected the call.  Information was received from a patient regarding an external device. The reason for call was the patient stated while charging their upper implant today it charged up really quickly and the controller battery level went all the way down to the red which had never happened before. Patient stated it usually takes an hour and a half to charge the implant but today went much quicker than that. During the call, agent walked patient through resetting the controller. Patient confirmed no damage to the battery pack. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Agent copied physician information from previous call today.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer patient. Product ID 97745bp. Serial# (B)(6). Product type: accessory. Product ID 97745. Serial# (B)(6). Product type: programmer patient. Product ID neu_unknown. Serial# unknown. Product type: unknown. H3. Analysis of the controller found a non-conformance. The front case was damaged with stripped screw holes causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated that they have never been treated like dirt ever, but if they could take these devices out themselves they would because they don't like how this company is treating people. Patient went on to say that they received the bigger battery pack for their lower stimulator, but the battery door does not fit over it. Patient added that they had charged up both controllers and implants just fine before their MRI on the 23rd, but then they went to charge up the lower implant today and the controller battery went form 60% to 0% in seconds. Patient stated they didn't understand how the battery level could drain that quickly and confirmed it happened once the recharger was connected. Patient stated they have had a lot of problems lately and aren't sure if they were sent a bad battery or what. Patient confirmed no visible damage to the equipment. Patient began recharging the controller and stated the controller was at 10% and the implant was at 70%. Patient kept stating the controller should be charging up faster than this; agent tried to review controller recharging information. Patient stated they would let the controller charge and time it, and call back if the issue persists. Patient still wanted get the correct sized battery door cover. Agent sent request to repair for the battery door cover. Patient repeated information that had previously been reported that the controller's don't chime and say "finished" once the implant is up to 100% even if they were to sit there and charge for an hour. During the call, patient was recharging their upper implant and heard the controllerchime and saw "finished" on the screen. Upon callback the patient repeated their frustrations. Pt said they felt a shock earlier, and will follow up with their local rep. Equipment appears to be working as of now. Pt will call back and ask for me if any other issues come up. Pt called back on (B)(6) 2024 repeating issues already documented about the controller battery for the lower implant (verified pt was using controller and battery pack from secure note (B)(6) 2024). Pt stated they have called before and tried to say one of the controller is bad but they had to wait another day and now they have waited a week. Patient stated they charge both controllers at the same time and now, after 3 days, the controller for the lower implant has 50% controller battery and controller battery for the upper implant had 80%. Pt stated they have not charged either implants or used the controllers so they do not understand why 1 controller battery drained more than the other. Pt added that they charge the implants once every 3 weeks. Reviewed external devices are functioning as intended but pt stated they will call back when controller battery gets down to 0%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.